Manufacturer narrative:
Submit date: 06/23/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports the sylastic tubing is separating from the hard plastic valve during pump operations causing formula to spill out. The tubing snaps off, it is not glued to the hard plastic.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Six samples were received for evaluation. The samples were visually inspected. One sample had the silicone peristaltic tubing detached from the valve. Two samples had the tubing separated from the valve; a gap was found between the tubing and the valve. Three samples had the peristaltic tubing properly attached. Over use of the bags or over stretching the silicone tubing before use can provoke a detachment. A corrective action is not required at this time. If additional information is received at a later date, this complaint will be re-opened and the investigation continued. This complaint will be used for tracking and trending purposes.